Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced low blood glucose of 42 mg/dl. Customer stated that the belt clip on the insulin pump broke. Nothing further reported.